Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported that the check plunger sensor doesn't always recognize syringe. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed or broken, the left plunger case was damaged, and the timing plates were not set in the plunger head. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation. Root cause of the reported event is attributed to improper handling and assembly by the customer as the left plunger case was damaged and the timing plates were not set properly in the plunger head. Replaced all the plastic parts of the plunger head and reset timing plates. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 01/05/2018